Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The device has been returned to the customer without repairs at their request.

Event description:
The customer contacted physio-control to report that their device was stuck in the self test screen. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that the reported event occurred after patient use. Sections a1 and b5 have been updated.

Event description:
The customer contacted physio-control to report that their device was stuck in the self test screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.